Event description:
Patient was admitted on (B)(6) 2019 with ischemic stroke. On (B)(6) 2019, the ischemic stroke turning into a hemorrhagic stroke. Vad coordinator stated that the death may have been related to related to patient's multiple strokes; however, she is unable to confirm this since official autopsy report has not been filed.

Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop on (B)(6)2019. Low battery hazard alarms were captured on (B)(6) 2019 12:57am, with the system switching to the internal backup battery and power save mode, through 2:47am when the system shut off due to complete loss of power. A correlation between the device and the reported stroke and patient outcome could not be conclusively determined through this evaluation. The hm2 IFU outlines recommended practices for powering the hm2 lvas. The system should be connected to the power module for sleeping or when there is a chance for sleep. The IFU also explains how to charge the 14v batteries and warns that the system should be connected to external power at all times. Stroke and bleeding are listed as adverse events in the IFU that may be associated with the use of the hm2 lvas. The patient expired on (B)(6) 2019. The account reported the pump would not be returned. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 6 months 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was moved to battery power 2017 friday evening. Batteries were not fully charged. Around 0058, external batteries depleted and ebb completed depleted and pump turned off about an hour later. The np, rn staff called between 3 and 330 am. This leaves over an hour between pump losing complete power and staff calling np. Np and medical director questions whether the system monitor clock was set to reflect daylight savings time. If the clock was one hour behind, the actual time of pump shutting off and rn calling np would have been closer to 3 am which makes more logical sense to customer. The nurse practitioner and medical director also question why rn staff did not hear continuous low battery and ultimately no external power alarm for over an hour before checking on patient. It is assumed that the audible alarm was not present for this time. When rn staff called the nurse practitioner after 3 am, it was reported that patient had expired aeb no pulse, blue. Patient was on comfort care. The pump was not on. No green power arrows were present and the controller had no alarms or visuals. No additional information was reported.